Event description:
A physician reported that the akreos adapt intraocular lens was explanted due to opacification. The original procedure was complicated due to primary posterior capsulotomy with anterior vitrectomy. Also, the length of the procedure was greater than 30 minutes. Postoperative anti-inflammatory and antibiotics regimen included: predforte eye drops, 1 drop (initially intensive with slow taper) for 2 months, tobramycin eye drops, 1 drop, 4 times a day, for 1 week, and atropine eye drops, 1 drop, 2 times a day, for 2 weeks. The lens was replaced with another make and model iol. In the surgeon's opinion the most likely cause of the event was due to the 2 following factors hydrophilic nature of iol material, and postoperative inflammation. The pt's most current prognosis and treatment is that after iol exchange, the visual axis is clear. There is bilateral dense amblyopia. Child is using glasses and vision is slowly improving. This report pertains to the pt's left eye. MDR # 1119279-2011-00203 was previously submitted for the iol implanted in the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.